Manufacturer narrative:
The plasma sample was collected in a lithium heparinized tube on (B)(6) 2022 at 10:14 am. It was centrifuged for 15 minutes at 3500 rpm. The results of the last calibration performed on (B)(6) 2022 were within the expected ranges. The qc was acceptable around the day of the event. The alarm trace indicated an insufficient sample volume alarm and a clot alarm just prior to sampling time. These are possible indicators of poor sample quality. The field service engineer (fse) inspected the instrument and did not find any issues. He verified the instrument's functions by baseline checks, performance tests, and a 21-cup precision test. The results were all acceptable. A general instrument or reagent problem could not be identified. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys ft4 ii result for one patient sample tested on a cobas e411 rack. The initial result was reported outside of the laboratory. The result was questioned by the provider based on their tsh result. This prompted a rerun of the patient sample which was in a plasma separator tube (pst). Another patient sample in a pst from the same draw was also run. The initial result was 7.77 ng/dl with a data flag. The repeat result of the initial sample was 0.91 ng/dl. This repeat result was deemed correct. The result of the other patient sample from the same draw was 0.9 ng/dl. The reagent lot number is 53634400 with an expiration date of 31-aug-2022.